Event description:
A customer contacted beckman coulter inc., (bci) stating that synchron cx9 alx analyzer intermittently generates false low sodium (na) results. Per customer, the results drift low in the middle of the run. Customer indicated that repeat of the sample gives results approximately 4mmol/l higher, which is reported. The customer did not supply any patient results. Low na results have not been reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Per customer, qc prior to the event was within the lab's established range, but if run after the event (before calibration), shows the same shift low as patient samples. A field service engineer (fse) was dispatched and replaced the flow-cell and cl electrode.